Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient was treated for the peritonitis with cefazolin, injection, 1 gram, once a day and vancomycin, injection, 1 gram, every fifth day (routes were not specified). At the time of this report, the antibiotic treatment was ongoing, the patient was recovering and dianeal therapy was ongoing. No additional information is available.